Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that upon the implant of their most recent ins, symptom control was not as obvious as before and the symptoms of insomnia appeared. The healthcare provider (hcp) could not give the patient a clear answer. Later, the patient suffered from long-term insomnia for more than 2 years and deceased recently because the patient could not hold on to it. It was unknown if there was more than a 50% reduction in symptoms. It was unknown if there were any expert opinions. Effective measures had not been taken. Troubleshooting was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the cause of the death and its relationship to the device/therapy are unknown. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated it was unknown if there was a device issue that led to the symptom control was not as obvious as before.